Event description:
It was reported by service report that both siderails did not have electrical functionality; footboard modules were damaged, and the head right siderail panel was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged head right siderail panel. Damaged footboard module. Siderail cables.